Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the a-rubber glue and biopsy channel leaking while the user was handling the device, and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. . The event can be prevented by following the instructions for use (IFU) which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope displayed an e315 (unsupported scope) error during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image but after aeration the image was fine. In addition, product labeling was peeling. The olympus logo was missing. There was a leak from the bending section cover glue and instrument channel. The plastic distal end had deep scratches. The insertion tube insulation failed. The endoscope position detecting unit was not able to be verified due to an e216 (scope communication) error. Switch buttons 1 and 2 had cuts. The plastic distal end cover had deep scratches. Objective lens glue was worn. The light guide lens was cracked, and glue worn. The bending section cover glue was cracked. The light guide tube had scratches. The scope connector had fluid invasion. The light guide prong and mount had fluid invasion. The control body had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.